Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: the keypad was found to be torn between the up arrow and contrast buttons. The up arrow and contrast buttons were unresponsive. The down arrow and ok buttons responded appropriately during testing. The keypad cover was removed and evidence of contamination was visible under all of the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2014.